Manufacturer narrative:
The reporter noted there was a lot of salt build up in the electrodes and on/under the acrylic block in the ise electrode compartment. The reporter also stated there was crusty material on the tops of cuvettes even after maintenance had been performed. The field service engineer determined that the rinse mechanism vacuum tubing was broken and there were loose connectors on the ise block. All rinse tubing was replaced. The ise block was cleaned and tightened. As a preventive measure, the gear pump was replaced. The customer ran controls and these were acceptable. The last calibration performed on 16-jan-2020 was ok. Quality controls were within range, showing no indication of a reagent or instrument performance issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received a discrepant result for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. No incorrect results were reported outside of the laboratory. The sample initially resulted with a glucose value of 128 mg/dl, which repeated as 406 mg/dl on a second analyzer. The repeat value was believed to be correct. The glucose reagent lot number was 42138401, with an expiration date of 31-oct-2020.